Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal carotid arteries. After a filterwire ez crossed the lesion, a 4.5mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon did not dilate. The balloon was removed from the patient's body, and it was observed that the balloon ruptured inside the patient's body. The procedure was completed with a different device. No patient complications were reported.